Event description:
Two coils out of 25 in the procedure did not successfully detach (presidio 5mm x 17cm and deltaplush 3mm x 6cm). Each of the coils that did not detach was successfully removed from the patient and held for pick up for inspection. Neither the detachment cable nor the detachment control box was changed during the case. However; several coils were detached successfully with the same cable and box after non-detachment of these two coils. The lab supervisor was unable to provide lot number details for the connecting cable; and was unable to locate a stick for the cable on the patient charge sheet. Also; the customer was unable to provide the microcatheter used during the case for inspection with the coils.

Manufacturer narrative:
The dcb and the connecting cable were not returned. The detachment fiber did not receive heat and melt. The coil was detached on the first detachment attempt. The device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment cycle. Laboratory testing could not duplicate the field complaint. Therefore; the root cause of the coils nondetachment cannot be determined. In addition; without the return of the complete detachment system used in the procedure; it cannot be determined if these components contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.